Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The main keypad needs to be replaced to solve the reported issue. The customer was provided with a quote. Stryker continues to investigate the reported issue and will submit a supplemental report.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that the main keypad buttons were difficult to actuate. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
It was found during evaluation that only the option and event button of the main keypad were difficult to operate. There was no failure to the critical functionality of the device. Stryker provided the customer with a repair quote, but no response has been received from the customer. The device remains with the customer.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that the main keypad buttons were difficult to actuate. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.